Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported battery failure (red alarm) has been completed. Following imc logs, it can be seen that each subsequent power cycle, including the initial power cycle, does not have the "ac power disconnected" alarm. Ac power is active due to the absence of this alarm. Console battery switch was engaged and the console powered on via batteries without issue. The console was also tested with ac power connected and the battery switch was toggled multiple times to ensure functionality. Customer likely did not toggle the battery switch to properly engage the batteries after transport. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) had a battery failure while powering on. No patient involvement was reported.